Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the pump battery life did not last as long as expected. Moisture was allegedly visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data indicated no related alarms and no evidence of short battery life. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump, and a power loss was not observed. Moisture was observed behind the pump display lens, and the casing was cracked near the display. The pump powered on with a cloudy display, vibration, and no audible tones due to moisture damage. Current draws did not measure within specifications due to moisture damage on the transceiver board. The transceiver board was unplugged, and the current draws were within specifications. A leak test was performed and confirmed a leak at the crack in the pump casing. The pump case was removed and further evidence of moisture ingress was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.